Event description:
The customer contact reported the device powered off during delivery while operating on battery power. At an unspecified time, the device was programmed to deliver an unspecified medication, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device powered off while operating on battery power. There were no reported adverse pt effects to this pt. No medical interventions were required. The pt was instructed to contact their provider for a replacement device. No add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number, therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all info known by the reporter upon query by hospira personnel.